Event description:
It was reported that this patient received eight shocks as well as anti-tachycardia pacing (atp) from this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) analyzed device episode data and stated that these shocks were likely inappropriate due to supraventricular tachycardia (svt) in the ventricular fibrillation (vf) programmed zone or possible junctional rhythm. Therapy was exhausted during the episode. No additional adverse patient effects were reported. Currently, this crt-d remains in service.